Manufacturer narrative:
Concomitant medical products: 429888, lead, implant date: (B)(6) 2018; w4tr02 crtp, implant date: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricle capture thresholds had increased. The right ventricular (rv) lead remains in use. The patient is a participant in the post approval clinical surveillance product surveillance registry. No patient complications have been reported as a result of this event.